Event description:
The concentration of fentanyl was 1500 micrograms per 250 ml, not 15 mg in 250 ml as originally reported. The drug concentration was correct and did not contribute to the incidentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.

Event description:
The patient suffered an episode of apnea. The imed pump was infusing fentanyl on channel a at a rate of 3ml/hr. If an overinfusion had occurred, it could have caused the episode of apnea. The patient was given an injection of naloxone to counteract fentanyl and bring the patient out of apneic condition. Oxygen was delivered through a mask for several hours after the apneic episode. Clinical engineering measured the accuracy of the pump at 3ml/hr to be 2.5%, well within the manufacturer's specifications. However, the disposables were discarded before they could be tested. According to the controlled substance report, 250cc was started at 4 p.m. At 10:25 p.m. The infusion was stopped and 195cc was wasted. These measurements are not exact. About 20-30cc could be wasted by priming the administration set and 20cc should have been infused. There is no evidence to indicate that overinfusion took place. Since the disposables were discarded and could not be included in the testing of the pump, we cannot completely eliminate the possibility of over infusion, although we consider it unlikely.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: unanticipated adverse reaction - short term. Conclusion: device failed during assembly, device failure occurred but not related to event, device evaluated and alleged failure could not be duplicated, device discarded - unable to follow-up, device unavailable for follow-up investigation examination, no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.